Event description:
One yr after treatment with a 3.0x20mm taxus stent in a 70% de novo lesion in the proximal rca, the pt went to the ER with chest pain and a stress test was done that showed acute elevated st levels. An angio was done and there was 80% in-stent restenosis. Thrombus was also present. The lesion was predilated with a 2.75x6 cutting balloon and 3.0x13mm cypher stent was deployed at 11 am then 18 atm. Post-dilation was also performed. Later that day, the pt had st elevation and repeat angio showed 100% occluded rca. A wire easily passed through using a pronto catheter the thrombus was removed and the lesion was ballooned. The pt also had a few episodes of v-fib and was treated. The pt was discharged a few days later in a stable condition.